Manufacturer narrative:
H3: evaluation summary: mechanical and functional tests were performed on the handpiece and it was found to be functioning within its specification. No anomalies were noted in the handpiece that would have contributed to the corneal burn.

Event description:
The handpiece was involved in a corneal burn however it is not known whether the event was related to the dr's technique or the handpiece. The dr was using high machine settings. Pt status is not known.